Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to no mage found, the evaluation findings are as follows: the charged coupled device unit glue was cracked, the plastic distal end cover was damaged, the bending section cover glue was separated, the connecting tube was scratched, the universal cord was scratched, the electrical connector unit connector was corroded, and the angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had a loose contact (approximately 10-15 cm behind plug head). There were no reports of patient harm. The device was returned to olympus for evaluation. During the device evaluation, no image was found. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the charged coupled device unit was damaged due to physical stress applied to the tip while the user was handling it. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.